Event description:
Over the past year, x-ray shows error on screen "exam interruption risk if power is lost ups failure" on 3 separate instances. This leads to an interruption of patient exam. Manufacturer contacted in each instance, but problem still persists as the part is on back order till dec 2022. Manufacturer response for x-ray, (brand not provided) (per site reporter) manufacturer contacted in each instance, but problem still persists as the part is on back order till dec 2022.